Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was removed from the pocket and submerged in antibiotic solution. Boston scientific technical services (ts) discussed that the concern with the device is that there was fluid in the ports of header and there is a chance that it could make the connection to the device more electrically active creating the potential for noise. Attempts to obtain additional information from the field were unsuccessful. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted. The field representative thought that it was wrapped in antibiotic sponges but it was actually submerged in antibiotic solution. Boston scientific technical services (ts) stated that there was a fluid in the ports of the header in which possibly it could make the connection to the device more electrically active creating the potential for noise. Attempts to obtain additional information from the field were unsuccessful. The ICD was explanted. No additional adverse patient effects were reported.